Manufacturer narrative:
A service history review was attempted on: part no: 398.41, lot no: serial/lot no: (B)(4). No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 12-may-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service & repair evaluation: the customer reported that one (1) of the prongs broke off the clamp. The repair technician reported the item was broken and damaged at the claw area. The damaged component is the reason for repair; however, the item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality for further evaluation. Product investigation summary: the returned device was examined and the complaint condition was able to be confirmed as the left tip was found to be broken transversely at the intersection of the left and right arms. No definitive root cause was able to be determined; however, the failure mode is consistent with the application of excessive forces and/or wear and tear of a 12+ year old multiuse instrument. The reduction forceps with points - broad (part 398.41) is noted in ten (10) system technique guides including: variable angle locking hand, compact distal radius, and select compact ankle fracture. In each system, the device is available for fracture reduction. The returned device was examined and the complaint condition was able to be confirmed as the left tip was found to be broken transversely at the intersection of the left and right arms. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision: top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that could have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: release to warehouse date: may 12, 2003. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Service history record review ¿ corrected with manufacturing date: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is may 12, 2003. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pair of reduction forceps (clamp) broke in two (2) during an open reduction internal fixation (orif) ankle procedure. One (1) prong broke off of the clamp, but no fragments were generated. An extra clamp was available for use and the procedure was completed without delay. The event did not affect the patient and the surgery was completed successfully. This report is 1 of 1 for (B)(4).